Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure (batch no. B02271) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hay fever. Previously administered products included for gastroprotection: omeprazole 20 mg; for hives: desloratadine aurobindo. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibromyalgia"), arthralgia ("pain in left hip down to knee"), sleep disorder ("sleep disorders"), headache ("headache"), breast pain ("constantly painful breasts"), menstruation irregular ("irregular menstruation"), mood swings ("mood swings"), fatigue ("always tired"), poor quality sleep ("poor sleep"), abdominal distension ("bloating sensation/ strangely enlarged abdomen"), disturbance in attention ("concentration problems") and memory impairment ("forgetfulness") and was found to have weight increased ("weight gain without any reason"). On an unknown date, the patient experienced rosacea ("rosacea") and urticaria ("hives"). The patient was treated with cannabidiol (cbd oil) and surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, fibromyalgia, arthralgia, sleep disorder, headache, breast pain, menstruation irregular, mood swings, fatigue, poor quality sleep, weight increased, abdominal distension, disturbance in attention, memory impairment, rosacea and urticaria had not resolved. The reporter considered abdominal distension, abdominal pain, arthralgia, breast pain, disturbance in attention, fatigue, fibromyalgia, headache, memory impairment, menstruation irregular, mood swings, poor quality sleep, rosacea, sleep disorder, urticaria and weight increased to be related to essure. The reporter commented: various physical complaints developed after this treatment. Since then I have had follow-up treatments. As a result of the complaints I have been hindered in my normal daily functioning and I suffer damage. Had an appointment with general practitioner on (B)(6) 2020 for referral for removal of essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: date of essure removal was provided, the incident category was upgraded and the action taken with drug was updated. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.